Event description:
The hospital reported that during repossessing, 7mm extended length endoscope s/n (B)(6) eye-piece o-ring popped out. The issue was noticed during the sterilization process by a team member. No patient effects reported as there was no patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/17/2023. An investigation was conducted on 08/01/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. T here were no visual defects observed on the tip of the endoscope. The black o-ring was observed to be out of the base of the endosocope. No other visual defects were observed. No imaging test was conducted due to the popped out o- ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "material protrusion / extrusion" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected section: h6-medical device ¿ problem code (1)- corrected to code "2979".

Event description:
N/a.